Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the robot card cage and a universal surgical manipulator. After the issue was reported to have returned, the fse came back and identified the robot acp5 as a probable root cause and replaced it. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, operating room staff contacted technical support to report that the system kept prompting them to restart. Technical support engineer (tse) instructed the caller to perform a hard reboot, but the issue persisted and the system continued to fault. Initial faults were noted with universal surgical manipulator (usm) 2, followed by additional faults throughout the robot. The staff called back while attempting to start the procedure and reported further errors. Tse reviewed the system logs, which indicated possible multiple failures. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The axes controller platform (acp) was visually inspected with no issues found related to the reported issue. In the system logs, error 48305 was found indicating the fault, confirming the failure occurred in the field. The acp was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles, and the boom was driven with no problems and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. As a result of these findings, no root cause could be determined. Isi received the robot card cage involved with this complaint to perform failure analysis. The robot card cage was visually inspected with no issues found related to the reported event. The reported error 48305 was not pertaining to the robot card cage. Therefore, the failure was confirmed but not replicated. In the system logs, an error 31089 was found indicating the fault had occurred in the field. The card cage was installed onto a golden system where the component functioned as expected. As a result of these findings, no root cause could be determined. Isi received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was visually inspected with no issues found related to the reported event. The reported error 319 was confirmed and replicated intermittently. The usm was installed onto a golden system and tested with no errors or faults triggered related to the reported problem. The unit was then tested on the test system and failed during node check and triggered multiple 319 errors. The unit continued to fail the fiber strength test. The metrics did not show any data for the acs. The covers were opened to inspect the parallelogram cables and acs board. The tests were reran with no issues. Based on these findings, the failure analysis concluded that the root cause could either be the parallelogram or acs. The complaint was confirmed based on failure analysis, which indicates that the usm may have contributed to the customer reported issue.